Manufacturer narrative:
Device returned to MFR: the returned product consisted of the watchman delivery system (wds) along with the watchman access system (was) for the related complaint. The implant was connected to the core wire and protruding from the tip of the wds 7mm as received. Blood was on the device and implant as received. The hub, shaft, tip, core wire, and implant were examined. Multiple kinks were visible along the shaft of the wds. The tip was damaged with the tricuts and markerband damaged by the anchors of the implant. The shaft was buckled between 3.7cm and 4.7cm from the tip. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Due to the damage of the wds and implant, the implant could not be deployed and functional testing to recapture the implant could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05290. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but was not an adequate fit for the laa. During the full recapture, the feet of the device could not be retracted into the wds. The (was) was pushed over the wds and then it was possible to pull the wds back via the was. The procedure was continued and a 30mm watchman laa closure device was successfully deployed and released in the laa. There were no patient complications reported. The patient¿s condition was stable.